Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the heating/cooling system was overheating and the alarm was not activating. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.